Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted four days post-implant. The patient originally complained of chest pain and a ventricular perforation was suspected. A chest x-ray and echo were performed and were inconclusive; however, the patient was medically stable. Based on changes in the patient's electrocardiogram (ECG), noise, a loss of capture and a decrease in the impedance measurements, the physician began to suspect that the lead had insulation damage. The lead was explanted and replaced with another guidant defibrillation lead, without incident. The lead was returned to guidant for analysis.